Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system with a libre 3+ continuous glucose monitor (cgm) after announcing an incorrect meal size at lunch, with a highest cgm reading of 308 mg/dl over about three hours; the infusion set was a steel cannula placed in the abdomen the prior day without noted issues, and the glucose level was 145 mg/dl at the time of the call. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization, and no medical intervention beyond troubleshooting and education. Investigation included device use review, user communication, and troubleshooting focused on meal announcement practices. Investigation of this case revealed that the device functioned as designed and that the event was attributable to user handling related to incorrect meal size announcement rather than a device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user error related to carbohydrate/meal entry, with the device operating within specifications.